Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that oxygenator performance reduction was occurred after the aortic declamp during cardiopulmonary bypass. No harm to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-09-25. Visual inspection was performed for the received oxygenator, there was not any damage observed on the product. Further, blood residues were still inside the product however no clots were found. Passive and active priming was performed, and there was not any leakage occurred during these processes. Further, flow test was performed within the specified limits of product ¿could be found within IFU¿, and there was not any failure detected for pressure. Based on these, failure could not be confirmed. There could not be found any failure at the product during laboratory investigation. Exact cause of the reported failure could not be determined. However, the reported failure could be linked to the risk assessment file of the product and possible cause could be related with: - blockage of the oxygenator. This root cause could not be confirmed.the production history record (DHR) of the affected quadrox-I adult with lot # 3000364507 was reviewed on 2024-08-19. According to the DHR results, the product quadrox-I adult passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The production history record (DHR) of the affected bo-vkmo 71000 with lot# 3000370875 was reviewed on 2024-07-12. According to the DHR result, the product bo-vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The customer will be informed by getinge sales & service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that oxygenator performance reduction had occurred after the aortic declamp during cardiopulmonary bypass. The product was used for 136 mins before failure. No harm to any person was reported. Since the failure had occurred during treatment and a performance problem had occurred, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.